Manufacturer narrative:
(B) (4).

Event description:
Following replacement (see MFR report #3007566237201003252) the patient reported blood filling up in her belly that had to be drained. The patient also was not given any pain medications for the pain in the incision site. They told the patient she didn't need oral medications because there was pain medication in her pump. The patient also reported that the incision stitches had broken. The pump was placed near the patient's belly button and it shifted. The drug concentration of fentanyl was increased from 25 to 100 mg/ml. The patient also stated that she had a herniated disc at t10. The device was placed too close to it. The pump was reprogrammed (B) (6) 2010. Several weeks later it was noted that the pump was alarming for 3 weeks and then stopped alarming. The patient thought the pump was dead and needed to be replaced. The patient also reported needing an MRI and muscle relaxers. The doctor would not give the patient muscle relaxers. The patient was also note give a patient therapy manager because they were not sure if her insurance would cover it. The patient was having problems and was considering returning to see her initial doctor.